Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with an thermocool® smart touch® sf bi-directional navigation catheter. After the transseptal puncture, about one hour since the catheter was used, the catheter was inserted into the left atruim. The left pulmonary vein isolation was conducted. Contact display became unstable. It displayed ¿high¿. This only occurred during the procedure. There was no error code. Zeroing was conducted but the issue continued. The cable was connected and changed but the issue continued. The issue was resolved by changing the catheter. The procedure was completed without patient's consequence. The device was visually inspected and reddish material was observed inside the pebax also, metal was observed exposed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 8/9/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with an thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis discovered that the pebax sleeve was cut with metal exposed and reddish brown material was inside the sleeve. After the transseptal puncture, about one hour since the catheter was used, the catheter was inserted into the left atruim. The left pulmonary vein isolation was conducted. Contact display became unstable. It displayed ¿high¿. This only occurred during the procedure. There was no error code. Zeroing was conducted but the issue continued. The cable was connected and changed but the issue continued. The issue was resolved by changing the catheter. The procedure was completed without patient's consequence. The high force issue was assessed as not reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis received the device for evaluation and discovered on(B)(6) 2019 that the pebax sleeve was cut with metal exposed and reddish brown material was inside the sleeve. The pebax sleeve cut with metal exposed and reddish brown material inside the sleeve was assessed as a reportable malfunction. The awareness date of this finding was (B)(6) 2019.